Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) following breakfast while on their tenth day using the ilet. The ilet delivered just over 4 units for the meal compared to 3.4 units at the previous breakfast, where corrections were needed. The user¿s dexcom g7 read 66 mg/dl, but a manual check showed 47 mg/dl. The low was treated with one glucose tablet, and bg rose to 90 mg/dl with symptom improvement. The agent demonstrated how to calibrate the sensor and reviewed correction protocols. Education was provided on ilet¿s insulin suspension behavior, explaining that while the cutoff is 70 mg/dl, the device had already stopped dosing at 120 mg/dl. The user understood and will continue monitoring, with instructions to reach out for further concerns. Symptoms included weakness, with no outside assistance or medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.